Event description:
Pt was post-op brain injury and high fall risk. A need for restraints was ordered. The pt was wearing a posey vest. The nurse completed a full assessment on the pt at approx. 6:25 p.m. At approx 7:20 p.m. A doctor went into the pt's room and found the pt partially out of bed with the posey vest still on. The pt was unresponsive and had no pulse. At 7:25 p.m. A code blue was called. After working on the pt for approx. 35 minutes, the pt expired.